Event description:
As reported a patient with recent ppm generator replacement with subacute pocket infection, low-grade fever, chills, and culture (B)(6) for (B)(6) was referred for system explant. A surgical procedure was performed to remove and/or replace the lead due to the infection.